Event description:
It was reported by service report that the bed had intermittent power. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: power cord's power prong was loose, and auxiliary power cord's ground prong was missing.